Event description:
Upon opening a metafix stem, an issue was identified with the packaging. Therefore, the surgeon decided not to implant the device. Another device of the same size was not available and thus a stem of the next size up was implanted.

Manufacturer narrative:
Per -2218 final report . Photographs of the device packaging were not provided and it has been confirmed that the packaging was discarded of by the hospital following the event and thus could not be returned for examination. The appropriate device details were provided and the relevant manufacturings confirm that this device was manufactured and packaged in accordance with the correct specifications at the time of manufacture. Additional information was requested in relation to the reported failure with the packaging and an update on the patient was also requested, however, this information could not be provided. Based on this, the reported event could not be verified and no further investigation can be conducted. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per - (B)(4) initial report. Additional information regarding the packaging issue and a detailed patient outcome has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured and packaged to the correct specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Upon opening a metafix stem, an issue was identified with the packaging. Therefore, the surgeon decided not to implant the device. Another device of the same size was not available and thus a stem of the next size up was implanted.